Event description:
The patient underwent a robotic assisted laparoscopic hysterectomy for fibroid uterus and menorrhagia. The instrument smell plastic piece was broken off the permanent cautery spatula and after looking for it in the abdominal cavity, the surgeon was unable to retrieve it. A intraoperative surgical consult was done and the surgeon examined all four quadrants of the abdominal cavity as well as the bowel with no success at retrieving the minuscule piece of plastic. An abdominal x-ray was done and shewed no visible structure corresponding to a 3x4mm plastic foreign body in the pelvis.